Manufacturer narrative:
Method: the device history sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-04056. The pt rec'd his scs system, including an ipg and two percutaneous leads (of the same lot), on (B)(6) 2008. Four months post-implant, the pt presented with drainage from the ipg pocket. On (B)(6) 2009, the doctor took the pt back to the operating room. The ipg pocket was full of pus; however, a culture confirmed the pt did not have an infection. The system was removed and discarded. F/u on the pt found no further issues reported.